Event description:
Patient applied dexcom g7 sensor and it was working for about 1.5 days then it stopped working and patient received a message to replace sensor. Two sensors would not read at all and had to be replaced. Reference report: mw5156878.